Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system separated from the hub during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on the morning of (B)(6) 2021, during ward rounds, the nurse found that the extension tube of the indwelling needle at the indwelling place of the patient's arm was separated from the connecting hub of the tube. She immediately communicated with the patient and replaced a new indwelling needle in the same batch for a second indwelling operation after receiving the patient's understanding. No similar problems have been found in the subsequent use of the same batch of products."

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system separated from the hub during use. The following information was provided by the initial reporter, translated from chinese to english: "on the morning of march 13, 2021, during ward rounds, the nurse found that the extension tube of the indwelling needle at the indwelling place of the patient's arm was separated from the connecting hub of the tube. She immediately communicated with the patient and replaced a new indwelling needle in the same batch for a second indwelling operation after receiving the patient's understanding. No similar problems have been found in the subsequent use of the same batch of products."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2701773. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.